Manufacturer narrative:
The catheter was returned to ekos for evaluation on 9/27/17. Visual inspection of the returned catheter revealed crazing and cracking in the manifold lure. A colored fluid was injected through the lure lock and leaking was observed from the lure confirming the reported issue. Our review of manufacturing records indicates that product was manufactured according to our specification and met all release criteria. During our investigation we found the three-way stop cocks to be very tightly attached to the lures. We advised the customer that care should be taken when connecting the lure locks to securely connect the lures while avoiding overtighting. We are filling this MDR in response to the user facility's medwatch report #(B)(4) that we received from the (B)(4) on 9/11/2017. According to the user facility's medwatch, a new device was replaced in the patient and care of the patient was not compromised. The original plan to use ekos overnight was resumed. There was no report from the user of an adverse patient impact.

Event description:
A 135cm/40cm ekosonic catheter, s/n (B)(4), was used to treat a patient on (B)(6) 2017. The physician successfully placed the infusion catheter (iddc, part of the ekosonic catheter) in the patient and subsequently placed ultrasound core (msd, microsonic device) inside the iddc. It was reported to ekos that fluid was leaking from the catheter. They described the manifold section (where the msd and IV fluids meet) of catheter as the source of the leak. The nurse notified the physician the catheter would need to be replaced.